Event description:
Initiated use of level 1 rapid infuser and the second chamber leaked and completely filled though was clamped off. Upon inspection appeared the seal between the spike and clear chamber failed and was leaking. The first chamber worked without issue. The second unit of blood on faulty chamber was subsequently un-spiked and then re-spiked with regular blood tubing. The patient was not injured or affected by the failure.